Manufacturer narrative:
(B)(4).

Event description:
It was reported that condensation was noted in the gas driveline tubing and the pump is alarming for drain failure. When the staff performed the manual purge on the intra-aortic balloon pump (iabp), they then received a helium alarm. The staff also noted that the pump is now only delivering 35cc. The balloon volume was checked and stated it was at 100%. As a result, the pump was swapped out for another. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "helium loss and purge failure alarm" is not able to be confirmed. The field service engineer serviced the pump and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that condensation was noted in the gas driveline tubing and the pump is alarming for drain failure. When the staff performed the manual purge on the intra-aortic balloon pump (iabp), they then received a helium alarm. The staff also noted that the pump is now only delivering 35cc. The balloon volume was checked and stated it was at 100%. As a result, the pump was swapped out for another. There was no report of patient complication or serious injury and death.